Event description:
It was stated that there was a medicine liquid leakage. The event occurred during the patient use. There was no adverse event.

Manufacturer narrative:
B3: day unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the flat filter and epifuse connector and the catheter were returned without original package. Upon inspection of the filter, no abnormality was found. Water was introduced into the filter to check its functionality; leakage was not confirmed. Furthermore, a pressure leak test was performed with the reference connector connected to the female connector of the filter, but no leaks were detected. The reported event was not confirmed. A problem with either the connection or the connector on the pump side is possible, but the cause could not be determined. A device history record review could not be performed as the lot number was unknown.